Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the personal device manager (pdm) was smoking. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a pdm that started smoking when the charger was plugged in. No further details to report.